Event description:
Overdelivery reported: pain mgmt and hydration therapy were initiated in the recovery room after an unspecified surgical procedure. At 1630 hours, the pump was programmed to deliver hydration fluid at 25.0ml/hr on the primary line and morphine sulfate 1mg/ml at 9.0 ml/hr on the secondary line. The total volume of the morphine sulfate bag was unknown. The pt was transferred from the recovery room to the medical/surgical floor. It was reported that at 1945 hours, the pump alarmed "empty" and the nurse found the morphine sulfate bag empty. The nurse reported that the pt appeared oversedated. There was no info available related to the pt's respiratory status at the time of the event. At 2005 hours, 0.3mg narcan ivp was administered followed by second dose (0.4mg) at 2045 hours. It was reported that intravenous pain mgmt therapy resumed after the second narcan dose without further reported event. Though requested, there was no additional info available.